Manufacturer narrative:
Corrected data - added concomitant product, wavelight serial number (B)(4). (B)(6 ). (Inflammation). Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with iritis and light sensitivity in both eyes 2 weeks post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort and light sensitivity.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Account reported that patient still has the iritis and is being treated with ocular steroids. She has responded to the steroids but when they taper the steroids the iritis increases again. Placeholder.